Event description:
It was reported that "the client reports that the balloon deflated during use." "The device was removed from the patient, and the operator tried to re-inflate the balloon without success." No other information was reported.

Manufacturer narrative:
No analysis or conclusion can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.